Manufacturer narrative:
The returned valve was patent, and met the requirements for leak, pressure-flow, and preimplantation testing. However, the device did not meet the requirements for siphon and reflux testing due interference of crystalline debris with the valve¿s internal flow control mechanisms. All components of this device are 100% inspected for particles and fibers at the time of manufacture. Therefore, it is unlikely that the debris was introduced at the time of manufacture. The instructions for use that accompany the device caution that ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reit was reported to medtronic neurosurgery that fluid was not properly flowing through the device. The report states that there was no adverse impact or injury to the patient.